Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to lead fracture. Also, the pacemaker is at battery capacity depleted (bcd). Technical services (ts) discussed device operation at bcd. This device remains in service. No adverse patient effects were reported.